Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a tonsillectomy where this device was used, the patient was readmitted to a hospital for post-operative bleeding. The original procedure had been successful and there were no product issues during use. The bleed was cauterized upon return to the hospital, and the patient is currently in good condition. Other devices of the same type have been used with the same generator without the issue occurring.